Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. The customer's blood glucose level was 131 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.